Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The fse replaced both speakers; however, the unit continued to log a primary alarm failed error. The fse then replaced the central processing unit (cpu), reloaded the system options, loaded software version 2.30 and the issue was resolved. The unit passed testing and was returned to service. Failure analysis of the returned parts indicates: this customer returned cpu pcba was tested and after replacing the flash u1 with no failures identified. Primary speaker number #1 was tested and no failures were identified. Primary speaker number #2 was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the caller reports primary alarm failed. There was no patient involvement.